Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer experienced low blood glucose (bg) levels in the 50-60's (mg/dl). Reportedly, the customer was being extra active. The customer consumed juice and glucose tablets to treat bg levels. In addition, the contact consulted with the customer's health care provider and made adjustments to the pump settings for the customer's activities.